Event description:
Reporter indicated that the site's dell handheld computer screen had become frozen following interrogation. It was reported that the nurse had "done several things" and the issue had resolved.